Event description:
It was reported by a product quality report that the instrument was used in an unk procedure. It was reported the "product quit working during procedure." The product was cleaned with cidex by the nurse before bagging. The rep was notified to follow up. There was no consequence to the pt.